Manufacturer narrative:
(B)(4). We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
The customer reported that after completing a patient procedure (patient b), images from a different patient (patient a) displayed within patient b's study. All the images in patient b's folder, which included images from patient a and patient b, were labeled with patient b's name and identification. A philips field service engineer (fse) confirmed the customer recognized the issues since the images from patient a were from a different part of the body than patient b; there was no mistreatment or misdiagnosis and there was no harm to a patient, operator, or bystander. The fse confirmed that the images were mislabeled on the CT host and remained mislabeled once the images were sent to the picture archiving and communications system (pacs).

Manufacturer narrative:
On (B)(6) 2015, the customer reported that after performing a patient acquisition utilizing their ingenuity CT system, previously acquired images from a different patient were included in the exam summary of the recently performed acquisition. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander. The fse confirmed there was no misinterpretation or mistreatment, and that the issue was recognized by a trained professional. The fse attended the site and evaluated the system. The fse confirmed the customer allegation. The fse stated that the customer performed an abdomen/pelvis study on patient a, and when reviewing the series exam summary, images from a previously scanned patient b were included within the series. The fse confirmed the images from patient b are labeled with the correct patient name; however, the images from patient b have the procedure description from the patient a study and are included in the patient a series. The fse confirmed the images from patient a are correctly labeled. The customer confirmed that this issue occurred later in the day on a different patient's procedure. Like the second occurrence, the images for the patient were labeled correctly as well as the images included from a different patient. This was recognized by the trained professional and there was no resulting misinterpretation or mistreatment. The fse confirmed that this issue occurred twice on (B)(6) 2015 and has not recurred. The first occurrence is documented in a subsequent complaint. The fse only provided data from the first occurrence of the issue for further evaluation by CT engineering on 01-dec-2015, CT engineering evaluated the bug report and logs and determined the unified software platform (usp) failed a consistency check due to an existing study unique identifier (uid) on the system which is given by usp when a new scan is started. This number should be unique across the system and should not be reused. However, in this case, the study uid given by usp was a duplicate of some other study. CT engineering determined this reported event to have an acceptable risk: mitigations for this reported event are as follows: compliance with (B)(4) for correct image orientation. Data transfer follows standard communication protocol, which reduces the probability of having errors which can result in missing images; dicom is using tcp/ip protocol for communication, which has built in error checks. All dicom data objects generated by the scanner shall conform to the dicom 3.0 standard. The system shall communicate with remote systems using dicom 3.0 standard protocols. The system verifies the unique identifier is the same for all the images in the study. The fse evaluated the CT system and placed the CT system back into service. The issue has not recurred.